Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 355mg/dl. The customer mentioned receiving button error alarms, and she was unsure if she held the buttons down for three minutes or longer. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional tests, including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case a lcd windows.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.